Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when the device was first implanted, "they didn't connect one of the leads and it was shocking her for two weeks". The patient also indicated that a second surgery was necessary. No further details could be obtained after multiple follow-up attempts with the clinic. The lead remains in use. No further patient complications have been reported as a result of this event.